Manufacturer narrative:
No patient outcome was provided by the reporter. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent initial endovascular aortic repair on (B)(6) 2011. Text book case. Balloon using kissing technique, dual codas. Seemed to have type 1a leak as well as type 3 at the overlap junction of the main body. Ballooning was readministered and leak was still present but less severe. They also aspirated on the last run. No patient outcome was provided by the provider.